Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an intermittent power issue.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿intermittent power issue.¿ the unit was triaged and the customer¿s reported condition was confirmed. The pump would not power on with battery power alone and when the ac cable was removed while the unit was running the pump would power down immediately. The root cause of the reported condition was due to the battery¿s inability to hold a charge. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.